Manufacturer narrative:
Investigation summary- this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4305328. The customer reported that they received 5 dual positive results for flu b and sars. They also reported visually reading the cartridges. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. It is advised that all tests must be read with an analyzer. There were no corrective actions taken at this time.

Event description:
Report 4 of 5 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the user questioned one (1) dual positive flu b and sars cov-2 test cartridge. It was noted the user is not using a veritor analyzer to test the cartridge, but instead visually reading and then interpreting the cartridge results, which is considered off-label use. No confirmatory testing was performed. The patient was treated based on symptoms. There were no health impact or consequences reported. Eua(B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: eua: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the user questioned one (1) dual positive flu b and sars cov-2 test cartridge. It was noted the user is not using a veritor analyzer to test the cartridge, but instead visually reading and then interpreting the cartridge results, which is considered off-label use. No confirmatory testing was performed. The patient was treated based on symptoms. There were no health impact or consequences reported. Eua: (B)(4).